Manufacturer narrative:
(B)(4). Dyspareunia. Shrinkage. Extrusion. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a transvaginal tape, bladder sling, urethral suspension, and revision of mesh erosion repair on (B)(6) 2008. Since the implantation of the mesh devices, the pt has experienced erosion, shrinkage, extrusion of mesh, urinary retention, persistent pain, dyspareunia, and numerous surgical procedures to remove the mesh devices. No additional info was provided.